Event description:
Patient required surgical intervention to remove what is believed to be plastic portion of sheath which allows expansion during instrumentation during transaortic valve replacement (tavr) procedure. Piece of plastic was retained in tavr post procedure.